Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Based on the currently available info we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. This MDR includes all patient, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00093 for info related to the bard flat mesh alleged to have been implanted.

Event description:
The following was alleged by the patient: the patient has alleged that " in the early 200's" she had a ventral hernia repair with bard flat mesh. She alleges that she has had multiple stomach surgeries and has had mesh devices removed and "put back in". She alleges that she was implanted with a kugel patch on an unspecified date and that the kugel patch dislodged and alleges that due to this she underwent gallbladder removal.